Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se after an unspecified procedure. Reportedly, when the clip was deployed a "muffled" sound was made, not the normal sound the device makes when the clip is deployed. Hemostasis was achieved with the clip of the starclose se device. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided. Evaluation found the returned condition indicated that the device was difficult to remove after firing the clip as the thumb advancer was unlocked via using the access ports and the safety release was activated. This matched with the detected bent locator wings and bent delivery tubeset at distal end. Based on the evaluation of the returned device this event is being upgraded to reportable for a device malfunction.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned device revealed the device was returned with the delivery tubeset and thumb advancer being unlocked via the access ports and the safety release being activated, consistent with difficult device removal after firing the clip. Inspection of the returned device indicated that all vessel locator wings were bent, preventing them from fully collapsing into the delivery tubeset when the clip was fired. The failure of the wings to completely collapse into the delivery tubeset would result in difficult device removal. This is consistent with the returned condition of the device, but was not reported. However, the returned condition also revealed that the access ports and safety release features were utilized to facilitate the device removal. A failure to collapse the wings could also interfere with the clip placement; however, it was reported that hemostasis was successfully achieved with the clip. Contributing factors for bent wings included, but not limited to, manufacturing deficiencies, challenging anatomical conditions, and deployment techniques. Every vessel locator wings assembly was inspected and tested for proper assembly during manufacturing. Based on the manufacturing inspection criteria and analysis of the returned device, the probable cause for bent locator wings is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings during the clip deployment. Because the locator wings were bent, the device could not be re-deployed to replicate the reported muffled sound when firing the clip. No manufacturing or quality deficiency was detected. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database for this lot did not reveal any indication of a lot specific product quality deficiency.